Event description:
Sales rep received an email from the administrator stating that dr. (B)(6) had to take out the bone graft and large custom implant. The doctor said there was pus in between the graft and implant. He left the bone graft and custom implant off to let it heal for four months.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.